Event description:
New information received noted that noise was observed again. No changes were made. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-06269. It was reported that both right atrial lead and right ventricular lead exhibited noise. There was no further issue noted. The patient was stable and would continue to be monitored.